Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer stated that the support cap is sticking out. Customer's blood glucose reading was 214 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system occurred during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.